Event description:
It was reported before use an unspecified insulin syringe had the plunger loose/falls out/separate/product is damaged (broken, missing, unassembled) (if device is still operable). The following information was provided by the initial reporter: the customer had a defective syringe, the white plunger fell out and there are missing parts of its structure.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported before use an unspecified insulin syringe had the plunger loose/falls out/separate/product is damaged (broken, missing, unassembled) (if device is still operable). The following information was provided by the initial reporter: the customer had a defective syringe, the white plunger fell out and there are missing parts of its structure.